Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During evaluation of the device by a field service engineer the customer¿s complaint was confirmed. The device's system board and machine flow sensor need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. This report is a duplicate of MDR 2518422-2024-09057 and all reporting will be done on MDR 2518422-2024-09057.